Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that since around (B)(6) 2023 (for about 3 weeks) the patient was experiencing shocking, which was becoming more frequent.  The shocking was described as being intermittent; it would be good but then it would shock them again. When they would sit down it would get intense and was getting harder and harder.  Then the shocking would stop for a while and then it would do it again. Now it was shocking them when they walk. Since it was doing it more often they finally had to turn it off on (B)(6) 2023. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that there were no factors/circumstances that may have caused/contributed to the onset of their shocking, however the patient did mention they did fall a couple of times. The patient stated that they had an appointment at their doctor¿s office where they met with a rep. The rep asked the patient if they had tried other settings, but the patient told them that they only had one setting on their device. The patient stated that the rep fixed another one and then told the patient that the reason it was not working right was because the patient was not standing or sitting straight enough. It was reported that it was unknown if the shocking sensation had resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported patient stopped using the implant because it would shock them every time, they turned it on. Patient met with their representative a couple years ago. Patient needed an MRI and couldn't get the implant to charge. During the call patient got 97/97/97 on passive recharge. Patient was able to charge at excellent. Controller was at 100% and implant was at 40%. Agent redirected patient to their new back doctor regarding the shocking issue.